Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #20009 experienced by the customer was associated with a pt side manipulator (psm). The psm is an instrument arm located on the pt side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system error code appeared when the primary sensor in the specified manipulator measured an unexpected change in the angular position, resulting in system error code #20009. Upon determining this condition, the safety systems put the da vinci in a "recoverable safe state". The psm was returned to isi for failure analysis investigation and engineering found the psm axis-1 cable was broken, and the bearing and retaining ring was disengaged from the axis-1 second stage drum assembly, causing the customer reported problem. The system was repaired by replacing all axis-1 cables and the retaining ring to the axis-1 second stage drum assembly, as a precautionary measure. As of (B) (6) 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that approximately 20 minutes into a da vinci sacrocolpopexy procedure, the customer experienced a non recoverable #20009 system error code. With the assistance of an isi technical support engineer (tse), the customer restarted the system, checked the cable connection, exercised the affected psm axis and pressed fault override, however, the #20009 system error code recurred. The pt had been under anesthesia for approximately one hour and 40 minutes when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.